Manufacturer narrative:
Citation: collas vm et al. Red cell distribution width improves the prediction of prognosis after transcatheter aortic valve implantation. Eur j cardiothorac surg. 2016 feb;49(2):471-7. Doi: 10.1093/ejcts/ezv152. Epub 2015 apr 26. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether red cell distribution width at baseline could improve the prediction of prognosis following transcatheter aortic valve implantation. Outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were collected from a single center between december 2007 and may 2014. The study population included 197 patients (predominantly female; mean age 82 years), all were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). The 30-day and 1-year mortality rates included: 14 and 32 deaths, respectively. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, stroke, coronary obstruction, moderate-severe aortic regurgitation (grade ii-IV), need for transfusion, life-threatening bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.